Event description:
It was reported that on the mobile power unit (mpu) the patient cable was loose at the rubber end around the black and white connector and that the battery ribbon was worn out. The patient cable and the battery ribbon were replaced. Software 01.02.01 was installed and preventative maintenance was performed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a worn battery ribbon and rubber end around the power cable connector was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested. The mpu was functionally tested and passed. The mpu was able to run for an extended operation with no alarms active. The mpu was able to function as intended. The mpu was repaired and returned as a loaner. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 21sep2015. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.